Event description:
The pt underwent implantation of a synchromed pump and catheter for intrathecal infusion of bdnf (brain cell derived neurotrophic factor) as part of a clinical trial for amyotrophic lateral sclerosis. The pt experienced the breakage of a second catheter with a second piece left free-floating within cerebrospinal fluid.